Manufacturer narrative:
(B)(4). Further information from the reporter regarding event or product details has been requested. No additional information is available at this time.

Event description:
Clinic reported having a syringe of juvéderm ultra plus where there was "some fiber hair or glue-like gel was found on the needle at the moment of opening it." There was no patient contact.